Event description:
It was reported that a patient presented with intermittent capture on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.